Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening curved on the posterior. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified: two openings sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is two sharp openings on the posterior due to surgical impact.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product." Device has been explanted.